Event description:
As reported, during device preparation for a transcatheter aortic valve replacement procedure using a 26mm sapien 3 ultra valve via transfemoral approach, while washing the valve, they noticed a crease in one of the leaflets and an unusual line like a vessel in the leaflet. To be safe, the surgeon wanted valve to be inspected by edwards and a different valve was used.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
\ The returned device was visually inspected for abnormalities and the following was observed: crease was observed from the inflow and outflow of cp3 more on inflow side; however, it was more obviously from the inflow. Per manufacturing confirmation, natural tissue wrinkles was acceptable. Due to the nature of the complaint, no functional or dimensional test was performed. The complaint was confirmed from visual observation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed for complaint device preparation valve/component anomaly appearance and revealed no other complaints relating to the complaint codes below. A complaint history review on confirmed device complaints (returned and no product returned) for complaint device preparation valve/component anomaly appearance was performed and available information suggests that procedural factors (customer perception), (improper crimping) and/or user perception may have contributed to the complaint events. User perception is a root cause potentially applicable to the complaint event. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation is not required. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The complaint for device preparation valve/component anomaly appearance was confirmed from the returned device. Review of the DHR, lot history, and complaint history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, during device preparation for a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, while washing the valve, they noticed what appeared to be a crease in one of the leaflets and maybe a line like a vessel in the leaflet that looked unusual. Per manufacturing evaluation, the leaflet was acceptable, and it was natural characteristics of a tissue. As such, available information suggests that procedural factors (customer perception) may have contributed to the complaint event. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.